Manufacturer narrative:
No external ram crc error and unexpected restart error alarms. The insulin pump passed unexpected restart error alarm test. Displayable history crc check failed on startup alarm was noted on alarm history screen due to corrupted history file. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads cracked, and cracked reservoir tube lip. The insulin pump had intermittent button response due to moisture damage keypad trace. The device was monitor and no constant tone anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there was a high pitch sound from the pump and then the keypad stopped working. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.